Event description:
It was reported that during a coronary artery stenting treatment procedure a shaft break and surgery occurred. The target lesion was located in the moderately tortuous, moderately calcified, 95% stenosed left anterior descending artery (lad). The vessel was predilated with an unk balloon and a taxus express2 drug eluting stent of unk size was deployed in the lesion. A 3.00 x 24 mm taxus stent was then advanced to the lad but became stuck while crossing the previously placed stent. The dr attempted to remove the stent but felt resistance. The dr then increased withdrawal tension and the shaft broke. A snare was used in an attempt to remove the shaft from the body but this was unsuccessful. The pt was brought to surgery for successful removal of the shaft and coronary bypass surgery. No further pt complications were reported. The pt status is reported as `satisfactory/good'.